Event description:
It was reported the device power inlet was damaged, cannot be powered on and switch cover found damaged. The issue found during maintenance. There was no patient harm reported. No user injury reported.

Manufacturer narrative:
The subject device evaluation and inspection results has not yet been received and not available at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Updated fields: h3 and h4. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The returned subject device was evaluated, and the reported device problem was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. Olympus will continue to monitor field performance for this device..